Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that a pump was not working. The pt claimed that on (B)(6) 2011, her blood glucose (bg) levels had been running high (>600 mg/dl) all day. The pt reportedly disconnected from the reported pump and used a different pump. The pt claimed that he bg came back down to target after switching to the different pump. The pt denied seeking medical attention because of the alleged issue. The pt refused to troubleshoot the pump during the contact with animas on (B)(6) 2011. Subsequent attempts to contact the pt for troubleshooting were unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that the pump was not working and she obtained an elevated bg level suggestive of severe hyperglycemia.